Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board, machine flow sensor and 3-way solenoid valve were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator'sdownloaded error log and the device failed a test step during testing. The device's system board, machine flow sensor and 3-way solenoid valve were replaced to address the issues. The system board and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and machine flow functioned as designed and operated without issue or error codes.